Manufacturer narrative:
A corrective/preventive action plan has been initiated by the manufacturer to address this issue. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The record is being proactively initiated based on the acknowledged implanted or unknown status which was in response to the medical device recall removal activity, letter dated 11oct2018. The listed serial number for the infinity dbs (deep brain stimulation) lead may contain an electrode that was not manufactured according to specification. No consequences or impact to the patient have been reported.

Event description:
Additional information indicated the lead was not implanted, rather it was discarded by the healthcare facility. The lead is not available for imaging; thus, the applicability of the material segregation issue cannot be ascertained. As the lead was not implanted, no additional action is necessary.